Event description:
It was reported that this patient is implanted with a dual-chamber permanent pacemaker (dr ppm) for third-degree atrioventricular block (avb iii) and was recently hospitalized for presyncope. It was observed that both this right ventricular (rv) lead and the right atrial (ra) lead showed elevated thresholds. Both leads are pacing in unipolar configuration. The patient is young and active with a sporadic escape rhythm. Lead threshold trend shows elevations in threshold appeared suddenly within the week prior. Lead impedances and sensing are unaffected. When pacing at high output, the patient experiences contraction of the pectoral muscle near the device pocket. As the patient is permanently paced and already hospitalized for presyncope, lead revision was advised by technical services (ts). At this time, there is no evidence to suggest intervention has been performed. No other adverse patient effects were reported. Of note: there was no boston scientific field representative involvement in this case. To date, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
Investigation summary: with all the information, boston scientific concludes the reported clinical observation of high thresholds is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this lead remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this lead remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. Risk assessment: a risk review was completed and confirmed that the event of high capture threshold was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable.

Event description:
It was reported that this patient is implanted with a dual-chamber permanent pacemaker (dr ppm) for third-degree atrioventricular block (avb iii) and was recently hospitalized for presyncope. It was observed that both this right ventricular (rv) lead and the right atrial (ra) lead showed elevated thresholds. Both leads are pacing in unipolar configuration. The patient is young and active with a sporadic escape rhythm. Lead threshold trend shows elevations in threshold appeared suddenly within the week prior. Lead impedances and sensing are unaffected. When pacing at high output, the patient experiences contraction of the pectoral muscle near the device pocket. As the patient is permanently paced and already hospitalized for presyncope, lead revision was advised by technical services (ts). At this time, there is no evidence to suggest intervention has been performed. No other adverse patient effects were reported.